Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer had recently taken the pump out of storage mode. Technical support advised waiting 20 minutes before beginning a new sensor session and assisted the caller with resetting the pump. After the reset, the error did not reoccur, and the customer was able to successfully start their sensor session.